Manufacturer narrative:
The part and lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Howe ver, the suspect devices in use are: part# 75446555 lot# w04l4062 part# 75446555 lot# h08c2060 part# 75446550 lot# w05a4400 part# 75446550 lot# h07a0199 part# 75446545 lot# h09l7520. (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Manufacture date for lot w04l4062 is 11/18/2004; manufacture date for lot h08c2060 is 3/31/2008; manufacture date for lot w05a4400 is 1/24/2005; manufacture date for lot h07a0199 is 1/22/2007; manufacture date for lot h09l7520 is 11/25/2009. Review of radiographic images show multiple x-rays post-op of complex construct from t11 to the iliac crest. Verify lytic changes around screws at t11 consistent with loss of bony purchase. A review of the device history records for these devices did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
All mas except the mas with lot# h09l7520 are discolored. The crowns of all mas are showing impactions due to tightening with a spinal rod. For one mas with lot# h08c2060, the deformation is asymmetrical which is consistent with the transmission of flexural loads through the connection whereas the deformation is symmetrical for the other mas, consistent with proper tightening of the connection. For two mas with lot# w04l4062, the crowns present deeper and larger symmetrical contacts than the other mas. In addition, the serrated portion of the mas bone screw present a contact with the rod. For two other mas with lot# w04l4062 and one mas with lot# h07a0199, the crown presents two range of symmetrical contacts: one consistent with the preliminary tightening of the setscrew and one deeper and larger consistent with the final tightening of the setscrew after correction manoeuvers. The mas with lot# h07a0199 is locked at the maximum angulation of the joint. No pre-existing defects have been identified on the returned implants which can be responsible of the event. The analysis of the implants shows a proper tightening of the mas.

Event description:
It was reported that the patient underwent a spinal fusion procedure using posterior instrumentation to correct lumbar kyphosis. An unknown time post-op, it was found that the pedicle screws in t11 and t12 had loosened. The patient underwent a revision surgery 227 days post-op to remove and replace the loosened devices. An l4 osteotomy was also performed, plus extension to dorsal fixation to t5 keeping iliac fixation.